Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.

Event description:
Information received from our (B)(4) affiliate. On 11/10/2011, a johnson & johnson sales representative was informed by an eye care professional (ecp) that a pt who wore acuvue 2 brand contact lenses experienced an adverse event in the left eye (os). The ecp initially reported that the pt presented (B)(6) 2011 and was diagnosed with bacterial keratitis in the os caused by pseudomonas aeruginosa. The pt was treated with vigamox gtts, tarivid eye ointment, oral levofloxacin tid and a subconjunctival tobracin injection. The pt was instructed to d/c contact lens wear. On 11/24/2011 and 11/25/2011, additional information was obtained from the treating ecp. The ecp confirmed that the pt presented to the clinic (B)(6) 2011 with c/o acute eye pain, ciliary injection and discharge os; the symptoms "occurred" (B)(6) 2011. A 4mm central corneal ulcer was noted os which was believed to be caused by pseudomonas aeruginosa. No culture was taken. The pt's va was not measured due to "eye shut caused by pain and injection." The pt was instructed to return to the clinic every day; the pt did return for follow up daily (B)(6) 2011. On (B)(6) 2011, the pt began to "show trend toward improvement." Follow up (B)(6) 2011: a corneal scraping was obtained. Follow up (B)(6) 2011: the "disappearance of symptoms was confirmed. Scar remained. Va os 0.6 (20/35) compared to va before this event 1.5 (20/13). Follow up (B)(6) 2011: va os 1.2 (20/20). The pt has moved away from the area; the ecp is not expecting to see the pt again. No additional information is available at this time. The lot number of the product in question is unknown. The product in question has been discarded and is not available for evaluation. No additional information is expected to be received. Based on the limited information available, no further investigation can be conducted at this time. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.